Event description:
It was reported that the ilet touchscreen cracked after the user bumped the device against a counter, and the device was no longer functional; the device was replaced and the user was informed the replacement would not be watertight. Symptoms included no reported adverse clinical effects. Outcomes included continued diabetes management using existing backup therapy and ongoing cgm use with dexcom g7. Investigation included collection of event details and coordination for device replacement. Investigation of this case revealed physical damage to the display assembly consistent with impact, resulting in loss of device function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from impact.